Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was (B)(4). There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 132.3000. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine error 132.3000. Ts recommended to replace sio board and return unit module back to the factory. Ts also suggested to examine tamper-switch seal if it is disengage. Switch has been released and issue has been resolved. Device history record a review of the device history record showed the device had a manufacture date of 15aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.